Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that device was stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the wolverine was stuck with the non-boston scientific (bsc) guidewire. The catheter and guidewire were removed as one unit, and the guidewire was able to be removed from the catheter outside the patient. The procedure was completed using another of the same device. No patient complications were reported.